Event description:
Information was received from a manufacturer¿s representative (rep), which was confirmed with a healthcare provider (hcp), who reported during a stage 1 case, the brain lead had open circuits during an impedance check and a connectivity check was not able to be obtained and cleared even after a new external neurostimulator (ens) and lead testing cable were used. There were open circuits with all red boxes with an x on the following pairings: 3 & 0, 3 &1a, 3 & 1b, 3 &1c, 3 &2a, 3 & 2b, and 3 & 2c. All other pairings were normal and had green boxes with checkmarks. A second lead was implanted, impedances were normal, and the connectivity test was accepted, and that lead was left in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.